Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The stapler had an advanced firing knob. The anvil half of the stapler was not received. The visual inspection of the cartridge noted that the single use loading unit was fully applied. The knife blade was advanced. Microscopic inspection of the knife blade displayed damage. Functional testing could not be performed because only half of stapler was received records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a small bowel resection procedure, they noticed that the device was very hard to push and felt rough. They pressed as hard as he could, until it would not advance any further, approximately halfway. A new device was used to complete the case. There was no patient injury.